Event description:
A us distributor reported that a monitor was unable to recognize a therapy electrode signal.

Manufacturer narrative:
Device evaluation of monitor was completed by engineering. The reported problem (unable to recognize te) was not confirmed. Upon investigation the monitor ECG acquisition and pulse delivery circuitry was fully functional. No evidence of a device malfunction. Could not be positively identified. No adverse event resulted in the damaged monitor. Device evaluation of monitor sn (B)(6) is currently underway. The reported problem (does not recognize te connection) was confirmed. Upon receipt the monitor was unable to recognize front therapy electrode falloff correctly. The monitor was sent to engineering for further investigation currently unknown. Engineering investigation underway. No adverse event resulted in the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (does not recognize te connection) was confirmed. Upon receipt the monitor was unable to recognize front therapy electrode falloff correctly. The monitor was sent to engineering for further investigation no adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize a therapy electrode signal.